Event description:
Event reported from germany ta distributor as follows: no patient pre-condition informed. Event reported as device-related, possibly related to the procedure and not related to patient pre-condition. After deploying the stent graft, the clinician was not able to remove the distal fixation. They pulled out the whole device. The patient got surgery with a second prosthesis. This went smoothly and the surgery then went according to plan. Patient outcome recorded as follows: the first not working thoraflex-hybrid device was removed and the patient was operated with a second thoraflex hybrid device. This went according to plan. No complications. Manufacturer's understanding: endovascular issues >> delivery system deployment >> could not deploy hybrid.

Manufacturer narrative:
Clinical code 4582- no clinical signs, symptoms, or conditions: the first not working thoraflex-hybrid device was removed and the patient was operated with a second thoraflex hybrid device. This went according to plan. No complications. Impact code: 2199- no health consequences or impact: the first not working thoraflex-hybrid device was removed and the patient was operated with a second thoraflex hybrid device. This went according to plan. No complications. Medical device problem: 2906- activation, positioning, or separations problem: the customer told us that after introducing the stent graft and deployment he was not able to remove the distal fixation. They pulled out the whole device. The patient got surgery with a second prosthesis. This went smoothly and the surgery then went according to plan. Type of investigation: 4110- trend analysis: a similar events review was performed which gave and occurrence rate of 0.046% no negative trend identified 3331- analysis of production records: a review of manufacturing and qc records confirmed device was built to specification.

Event description:
Event reported from germany ta distributor as follows: no patient pre-condition informed. Event reported as device-related, possibly related to the procedure and not related to patient pre-condition. After deploying the stent graft, the clinician was not able to remove the distal fixation. They pulled out the whole device. The patient got surgery with a second prosthesis. This went smoothly and the surgery then went according to plan. Patient outcome recorded as follows: the first not working thoraflex-hybrid device was removed and the patient was operated with a second thoraflex hybrid device. This went according to plan. No complications. Manufacturer's understanding: endovascular issues. Delivery system deployment. Could not deploy hybrid. This report is being submitted to provide final complaint closure information for manufacturing comp no 9612515-2023-00007 comp (B)(4).

Manufacturer narrative:
Clinical code : 4582- no clinical signs, symptoms, or conditions: the first not working thoraflex-hybrid device was removed and the patient was operated with a second thoraflex hybrid device. This went according to plan. No complications. Impact code: 2199- no health consequences or impact: the first not working thoraflex-hybrid device was removed and the patient was operated with a second thoraflex hybrid device. This went according to plan. No complications. Medical device problem: 2906- activation, positioning, or separations problem: the customer told us that after introducing the stent graft and deployment he was not able to remove the distal fixation. They pulled out the whole device. The patient got surgery with a second prosthesis. This went smoothly and the surgery then went according to plan. Component code: 4755 part/component/sub-assembly term not applicable: type of investigation 4110- trend analysis: (B)(4). 3331- analysis of production records: a review of manufacturing and qc records confirmed device was built to specification. 10 testing of actual/suspected device: part of the device was returned to tag for further analysis which was completed on (B)(6) 2023. 4111 communication/ interviews: email received from site with additional information received on 14th aug 2023. 4116 incomplete device returned: the sheath-strap assembly, release wire-release clip assembly and splitter were not returned and thus could not be examined. Investigation finding: 213 no device problem found: based on the investigation documented in this report it is assumed that this failure was not device related. Investigation conclusion: 4310 cause traced to non-device related factors: based on the investigation documented in this report it is assumed that this failure was not device related. Update to section b6 with investigation conclusion.